Event description:
An end user reported while unloading the stretcher from the ambulance to conduct a patient transport, the stretcher hesitated when lowering the legs and then when they attempted to raise the legs to load the patient into the ambulance, the stretcher displayed an error code. The medic crew made the decision to pull the stretcher from service and call for a backup stretcher to continue the patient transport. It was reported the incident resulted in a 30 min delay to the transport; however, there were no allegations of the delay adversely affecting the patient. It was not reported if the medic crew attempted to use the manual mode feature to overcome the error code and complete the transport.

Manufacturer narrative:
The stretcher was returned to manufacturer for a visual and functional evaluation. The reported issue was confirmed and it was concluded the contributing factor was a malfunctioning pcb board. The board was replaced and the stretcher begain working as intended and the stretcher was returned to the customer.

Event description:
An end user reported while unloading the stretcher from the ambulance to conduct a patient transport, the stretcher hesitated when lowering the legs and then when they attempted to raise the legs to load the patient into the ambulance, the stretcher displayed an error code. The medic crew made the decision to pull the stretcher from service and call for a backup stretcher to continue the patient transport. It was reported the incident resulted in a 30 min delay to the transport; however, there were no allegations of the delay adversely affecting the patient. It was not reported if the medic crew attempted to use the manual mode feature to overcome the error code and complete the transport.